Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited lead fracture and high thresholds, possible non capture and high undefined impedance. The ra lead was capped and replaced.  No patient complications have been reported as a result of this event.